Event description:
It was reported that when the surgeon screwed the slaphammer into the stem inserter, the device broke across the threads. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 31-473621 item name slide hammer w/threaded tip lot # 114370. The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 g3 g6 h2 h6 h10 correction: h4 visual examination of the returned product identified the threads of the inserter have been dinged and mashed. Scuffing and scratching is present on the shaft over a 10+ year potential field usage age. Complaint confirmed based on the evaluation of the returned product. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.